Event description:
Reporter alleged blood glucose measured 27 mg/dl back to back with a result of 81 mg/dl when testing was performed within mins of each other. Customer stated feeling low glucose symptoms at the time so he self treated with orange juice and felt better. No other actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.